Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. The insulin pump was received with missing horizontal line segments due to cracked zebra connector on the lcd board and corrosion was found on the motor assembly noted. No unexpected off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, missing the end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received an error alarm during the manual prime. Insulin pump was not dropped prior to the alarm. The drive support cap appeared to be normal. Customer's blood glucose reading at the time of the incident was unknown. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.